Event description:
The pt was being fed using a pump. 632 ml of an enteral feeding solution were hung, and the pump was set to deliver 85 ml/hr. 632 ml were delivered in 2 hrs and 40 mins. There was no illness, injury or medical intervention resulting from the event.

Manufacturer narrative:
Mfg event ID: rpic 286795.